Event description:
The customer contacted stryker to report that the on/off button of their device would not work. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer's device was not returned to heartsine for evaluation. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the on/off button of their device would not work. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.